Manufacturer narrative:
D9 updated. The investigation is still ongoing.

Event description:
The complainant also reported that the optical sensor was defective; reliable placement and left ventricle signals were no longer showing on the automated impella controller.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
Added: d6a, d6b. Corrected: d1. There was an unexpected reboot of the aic during support. The cause of the reboot could not be determined since the failure was not reproduced during testing.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the automatic impella controller displayed a white background on the screen. There was an unexpected console shutdown and an alarm was noticed twice. Subsequently, the console continued to run. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
B3, h3 has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.